Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter was prompting the error 2 message. As she was not able to obtain a result on her meter, she was brought to the ER. She was unable/unwilling to answer whether she experienced symptoms of high or low blood glucose level at the time of concern. She did not know what result was obtained in the ER. She was not treated in the ER. She was advised to go home and to take insulin. The customer care representative (ccr) walked the patient through a test and the meter prompted error 2. The patient did not allege harm. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the unresolved error 2 issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, it either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.